Manufacturer narrative:
The reported malfunction was observed and attributed to high resistance between two pins. The handles were scrapped and the customer received replacement handles.

Event description:
Complainant alleged that the device did not discharge. Complainant did not indicate that there was any patient involvement in the reported malfunction.